Manufacturer narrative:
An event regarding crack/fracture involving a cutting edge handle was reported. The event was confirmed. Method & results: -device evaluation and results: the device was received by the supplier and their report noted, "there were signs of wear in the form of scratches, nicks and gouges throughout the complaint sample; there was material deformation observed on the power adaptor." [...] "The power adaptor coupling had fractured away from the straight reamer handle, however, the piece that had broken away was not received with the complaint sample." -medical records received and evaluation: not performed since no medical records were provided. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies . -complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation confirmed the reported event based on the supplier's analysis which indicated the reported event is confirmed however, the cause is unknown.

Event description:
Surgeon was reaming the acetabular and base of quick release sheared on reamer. Update: no surgical delay nor any adverse events were reported as a result of this malfunction.